Manufacturer narrative:
The impella device was returned. Analysis of the provided data logs confirmed a rise in purge flow and decrease in purge pressure beginning on (B)(6) 2021 at 04:55, which resolved following a purge cassette exchange. The root cause of the purge leak was reported to be damage to the purge pressure transmitter. No alarms were captured on (B)(6) 2022 and the data logs showed that the device operated as intended at that time. Therefore, the root cause of the reported low purge flow was unable to be determined. The provided data logs showed an increase in motor current and pump flow on (B)(6) 2022 beginning at 00:49. At 00:54, the pump stopped, triggering an 'impella stopped - motor current high' alarm. Evaluation of the returned product found a large purge gap and biomaterial around the impeller and motor housing. The root cause of the pump stop was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced bleeding, including a hematoma, was resolved due to blood transfusion. It was also reported that a temporary low purge flow occurred during support on (B)(6) 2022. Although the patient's act was maintained between 160 and 180, the purge flow reduced temporarily. The concentration of dextrose in the purge was 5%. The purge pressure was between 2 and 30 cc for a long time, but the low purge flow occurred temporarily. After replacing the purge cassette, the purge flow did not improve immediately, but did improve the following day. It was also reported that the pump stopped on (B)(6) 2022. It was reported that there were no adverse events related to the impella device and no medical intervention were required.